Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's wife reported that the patient fell out of bed and had kidney failure. The patient's wife stated "we called the ambulance and he died in the ambulance, then they brought him back" and the patient's device "has been beeping multiple times today". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.